Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that a pin on the therapy cable was bent and the corresponding socket in the device's therapy connector was pushed in. The customer has ordered a new therapy connector to replace the damaged one.

Event description:
The customer contacted physio-control to report that their device will not charge and/or it will start to charge and then dump the energy if the therapy cable is moved. Upon further evaluation, the customer observed that a pin from the connector of the therapy cable was bent and the corresponding socket in the therapy connector on the device, was pushed in. This prevented the device from being able to charge (in order to shock) and would have prevented another therapy cable from being connected to the device. As a result, defibrillation may have been delayed, or prevented, if it were necessary. There was no patient use associated with the reported event.